Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73c1700360 investigations did not show issues related to the complaint. The device has not been returned. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw is not opened after loading. There was no reported patient injury.

Event description:
It was reported that the jaw is not opened after loading. There was no reported patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the 1st clip was crooked in the channel. The clip most likely became crooked due to the constant pressure it was under before and during the decontamination process and not due to a defect with the clip. Reference file pic_anp1900059142 for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. As expected, the first clip was unable to properly load into the jaws since it was crooked. On the next attempt, the clip was able to properly load into the jaws and fired. This was repeated with the rest of the remaining clips with the same result. The sample was disassembled to inspect the internal components. Upon disassembly, no damages were observed. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Only the first clip that was crooked in the channel due to the decontamination process was unable to fire properly. The jaws were consistently able to open other remarks: completely during testing, but there is indication that the 1st clip did not load into the jaws during use which confirms a defect for this device. However, it could not be determined what prevented the 1st clip from loading during use since all of the clips were fired during testing. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue. The jaws were consistently able to open completely and all clips were able to fire from the device during testing, but there is indication that the 1st clip did not load into the jaws during use which confirms a defect for this device. However, it could not be determined what prevented the 1st clip from loading during use since all of the clips were fired during testing. The reported complaint of "the jaw is not opened" was confirmed based upon the sample received. One device was returned. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Upon functional inspection, only the first clip that was crooked in the channel due to the decontamination process was unable to fire properly. The jaws were consistently able to open completely during testing, but there is indication that the 1st clip did not load into the jaws during use which confirms a defect for this device. However, it could not be determined what prevented the 1st clip from loading during use since all of the clips were fired during use. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, the root cause of this complaint is undetermined.